Manufacturer narrative:
An event of thrombus on the delivery cable and on disc of occluder device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 4644 removed.

Event description:
It was reported that on 05 june 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting time (act) was 267 seconds initially, the patient had been preloaded with heparin, and the act was taken upon achieving transseptal crossing. After deployment of the device, a thrombus started forming on the delivery cable 60 seconds after deployment. 60 additional seconds later, a thrombus was noticed on the disc as well. A second act was already processing at the time of the noticed possible thrombus, which ended up being 384 seconds. The lobe showed adequate compression and an angiographic contrast injection showed no peri-device leak (pdl). A stability "tug" test was performed which showed zero movement of the lobe while viewing with intra-cardiac echo (ice). It was determined that recapturing the amulet device would increase risk of thrombus breaking free in the left atrium. The decision was made to release the device from the delivery cable. Thrombus was confirmed on device delivery cable upon removal of the cable, and the other thrombus was still on the disc of the amulet device after release. The decision was made to not give protamine post procedure. The patient was kept overnight with neurological checks and was assessed the next day. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer amulet left atrial appendage occluder was chosen for implant. The activated clotting time (act) was 267 seconds initially, the patient had been preloaded with heparin, and the act was taken upon achieving transseptal crossing. After deployment of the device, a thrombus started forming on the delivery cable 60 seconds after deployment. 60 additional seconds later, a thrombus was noticed on the disc as well. A second act was already processing at the time of the noticed possible thrombus, which ended up being 384 seconds. The lobe showed adequate compression and an angiographic contrast injection showed no peri-device leak (pdl). A stability "tug" test was performed which showed zero movement of the lobe while viewing with intra-cardiac echo (ice). It was determined that recapturing the amulet device would increase risk of thrombus breaking free in the left atrium. The decision was made to release the device from the delivery cable. Thrombus was confirmed on device delivery cable upon removal of the cable, and the other thrombus was still on the disc of the amulet device after release. The decision was made to not give protamine post procedure. The patient was kept overnight with neurological checks and was assessed the next day. The patient was reported to be stable.